Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an angioplasty procedure using the pta balloon. Prior to the procedure, when advancing the device into the patient, the guidewire could not be inserted into the guidewire lumen from the tip, which was preventing the procedure from proceeding. It was further reported that the tip of the balloon was found to be bent and ruptured after the balloon was unsealed and burrs appeared on the tip. The procedure was completed using another balloon. There was no patient contact.